Event description:
It was reported the patient was unresponsive to verbal commands post procedure. A concomitant farapulse pulse field ablation (pfa) and left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for the laac part of the procedure. During the pfa procedure, the patient exhibited slight movement, prompting the anesthesia team to intervene twice, although the specific interventions and dosages were not documented. Both the pfa and laac procedures were completed without further patient issues. Approximately 30-40 minutes post-procedure, the anesthesia team had difficulty waking the patient, who had her eyes open and body moving but was unresponsive to verbal commands. A level one (1) neuro code was called, and a neuro team performed a computed tomography (CT) scan of the patient's head, which returned negative results. There was no evidence of thrombus. The patient was kept intubated post procedure and kept in the hospital for monitoring. No additional interventional therapies were noted. The physician did not officially diagnose the patient with a stroke, as it was suspected that the patient symptoms were related to anesthesia. The patient kept moving during the pfa procedure, so the anesthesia dose was increased two (2) separate times. The patient was extubated (B)(6) 2025 and is expected to make a full recovery.